Event description:
Pre-sutured tendon was received notating both the tibial and femoral tunnel diameters at 9 mm. The overall length specified was 68mm. However, the femoral portion of the graft marked with the black striped sutures measured 8.5 mm. The tibial portion of the graft marked with blue striped sutures measured 9.5 mm. The overall length measured between 74 and 75mm. The case was prolonged. At the end, the repair was adequate but dr. Anthony was not happy with the inaccurate tunnel diameters and especially the overall length.

Manufacturer narrative:
All assigned investigation tasks have been completed. No trends were identified. The donor and processing batch records for donor (B)(6) were re-reviewed. The donor was appropriately screened and tested in accordance with mtf¿s donor release criteria. Batch record review showed no evidence of errors, omissions, discrepancies or cgtp violations. No grafts were rejected inside or outside of the core. All soaks and rinses were done in accordance to mtf op's. All grafts met mtf fg and release criteria. Post processing images show grafts that visually meet mtf fg requirements. Pre-sutured tendons are stretched at the time of construction and are not measured under tension. The diameter is measured using a diameter gauge it is not measured on the graft station while the tendon is under tension. Tendon diameter gauge 11381 was within tolerance at time of use as evidenced by attached certificates of calibration. A total of 3 quickgraft/pre-sutured tendons were produced from this donor, 2 of which have been distributed. One unit remaining in inventory has been transferred to a review location. To date, there are no tissue trace records on file. The involved complaint unit (1075) was reportedly implanted. To date, there have been no other complaints or adverse events received for donor (B)(6). As per the health hazard evaluation that was conducted, ¿pst grafts labeled with a length shorter than the tensioned grafts result in potentially increased surgery time from a unit that is improperly sized for the patient received the implant. Based on the low degree of seriousness of the health hazard and the minimal likelihood of occurrence, the risk to patients is low. Although the risk to patients is low, the two complaints received for pst length discrepancies highlight inadequate labeling of pst grafts. Based on surgeon feedback, the expectation is that the length of pst grafts is measured under tension, and units should be labeled to indicate the state in which they were measured. The result of this finding is that mtf biologics did not provide adequate labeling to mitigate potential confusion regarding graft length, which resulted in modifications made during surgery to accommodate a longer than expected pst graft. Thus, field action in the form of a correction is recommended to address the labeling strategy of the distributed units as well as all units currently in mtf biologics inventory.¿ as per mtf¿s medical director (dr. (B)(6)) upon review of the complaint investigation, ¿male patient undergoing acl repair had a 430pst graft with a discrepancy on length (specified 68 mm, but 74-75 mm on tension). The additional 6-7 mm of graft was accommodated with difficulty during the surgery with intraoperative modifications. The repair was described as adequate, but the surgeon was not happy with the length discrepancy. There were no other reported complications, and no report of infection. On further investigation, there were no other similar complaints from the same donor, but at least one other complaint on length associated with a graft from a different donor. An hhe was done to further evaluate, and found that while mtf measures graft length under no tension, clinical practice of some surgeons is to measure the graft under tension. Pst grafts labeled with a length measured while not under tension may result in potentially increased surgery time if not properly sized. According to the hhe, labeling will be improved to mitigate potential confusion regarding graft length, and a correction will be implemented for distributed units.¿

Event description:
Pre-sutured tendon was received notating both the tibial and femoral tunnel diameters at 9 mm. The overall length specified was 68mm. However, the femoral portion of the graft marked with the black striped sutures measured 8.5 mm. The tibial portion of the graft marked with blue striped sutures measured 9.5 mm. The overall length measured between 74 and 75mm. The case was prolonged. At the end, the repair was adequate but dr. (B)(6) was not happy with the inaccurate tunnel diameters and especially the overall length.